Manufacturer narrative:
No additional investigation was conducted as the resolution was confirmed by the on-site medtronic during the initial report.

Event description:
A medtronic representative reported that, while in a spine procedure, the right-side tracker could not be seen no matter what camera position was attempted. The system was rebooted and the tracker could be seen normally. There was a reported 10 minute delay to the procedure to troubleshoot and reboot the system. No adverse affect on the patient was reported.